Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting noise. It was further noted that the lead also exhibited low, out of range pacing impedance. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Event description:
New information received notes that the right ventricular lead over-sensed noise which resulted in pacing inhibition.